Event description:
N/a.

Manufacturer narrative:
UDI - (B)(4). Review of the history device records was not possible as the lot number was unknown failure analysis - the issue of the complaint has been confirmed: film residue over sensor area that is not part of the manufacturing process. Unable to balance sensor due to film residue; removed film residue; able to balance sensor. Kink in catheter 15.3cm from connector. The device failed electrical leakage test : internal spec = 3a; test reading = 13a; passed all other tests (noise and signal drifts tests). Possible root cause for this issue reported by the customer could be due to incorrect set up of device.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the probe indicates wrong values. This occurred during the procedure but there were no adverse consequences to the patient and no delay in the procedure. Another device was utilized to complete the procedure.